Manufacturer narrative:
The tip cover accessory will not be returned to isi for failure analysis evaluation as it was discarded by the customer. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. Although, the tip cover accessory was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure. The surgeon observed the monopolar curved scissor (mcs) tip cover accessory had fallen off the mcs instrument while the instrument was being removed. The mcs tip cover was retrieved with a laparoscopic grasper during the same da vinci surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter: the initial reporter confirmed that the mcs tip cover was retrieved immediately with no additional intervention. Also, the initial reporter stated that the instrument was reprocessed with the tip cover accessory installed on the instrument and subsequently used on the patient. The tip cover accessory will not be returned as it has been discarded.